Manufacturer narrative:
Unit passed displacement test and self test. No hardware low level failure alarm noted during testing, however, hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/,off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing.

Event description:
It was reported that the insulin pump had insulin pump error alarms after changing battery. The customer's blood glucose level was 8.7 mmol/l at the time of the incident. The customer stated that the reservoir lip ring was not damaged. The customer noticed crack on the insulin pump at the backside of the battery chamber. Customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump passed the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.